Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up a decrease of rv sensing was seen. Patient movement caused the value to rise. The physician preferred not to take any action. The patient medical condition is good.